Event description:
Pt started on aquacel-ag dressings (silver-containing product) by private md as an outpatient. Pt stated that wound changed within 2-3 days, but they did not report that to md until 10 days later, wound developed black necrosis. Pt then admitted to hosp for intravenous antibiotics and whirlpool. Legs improved and debrided of necrosis. Six days later, pt was switched to contreet dressing (another silver product). Reevaluation 2 days later revealed beginning of necrosis. Dressings discontinued-wounds improved.